Event description:
Doctor reported event of "failure of weight loss" from journal article: "safety and short-term outcomes of laparoscopic sleeve gastrectomy as a revisional approach for failed laparoscopic adjustable gastric banding in the treatment of morbid obesity", obes surg (2009) 19, 1612-1616, doi 10.1007/s11695-009-9941-4. This report of the FDA was initiated because allergan's approach to reporting adverse events is to remove all doubt in favor of reporting. Any new information will be submitted to the FDA in a follow-up report.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the reporter, the connector type is assumed to be a taper ii. Inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."